Event description:
It was reported that during implant, impedances changed from ¿???¿ to being over 4,000 ohms. The lead was then replaced. The new lead was held tight by the new implantable neurostimulator (ins) and had good impedances. Information received two days later indicated the patient was doing great with no adverse events. The swapping of devices did not delay the case more than 15 minutes. It was noted the patient recovered without sequela. A follow up report will be sent if additional information is received. Refer to manufacturer report #3004209178-2013-17120. This report documents issues with the ins that was used during this implant prior to its rejection. After it was rejected, the ins listed in this report was used.

Manufacturer narrative:
Product ID: 3889-28, lot# va09vza, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.